Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had frozen display, also received an insulin pump error. The customer reported that the time does not advance. They were unable to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement and self tests. No unexpected frozen screen or pump error 68 were noted during testing. Also, no moisture damage electronic assembly during visual inspection. (B)(4).